Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/ injury(ies) or complication please describe: chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced vaginal infection ("infection (other) describe: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("other injury(ies) or complication please describe: dizziness,"), loss of libido ("injury(ies) or complication please describe: lack of sex drive.") And female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, dizziness, loss of libido and female sexual dysfunction outcome was unknown. The reporter considered dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 177 lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on(B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". In 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain ("pain/ injury(ies) or complication please describe: chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse),"). In 2013, the patient experienced migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain"). In 2016, the patient experienced vaginal infection ("infection (other) describe: vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dizziness ("other injury(ies) or complication please describe: dizziness,"), loss of libido ("injury(ies) or complication please describe: lack of sex drive.") And female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, migraine, headache, dysmenorrhoea, dyspareunia, fatigue, weight increased, dizziness, loss of libido and female sexual dysfunction outcome was unknown. The reporter considered dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of libido, menorrhagia, migraine, pelvic pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-dec-2019: pfs received: event genital bleeding and apareunia was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.